Event description:
During a minimally invasive abdominal laparoscopic surgery, the surgeon reported that the hook end effecter of the spider flex monopolar hook instrument separated from the instrument flexible shaft into the surgical bed. The surgeon was able to locate and retrieve the hook from the pt within approx 5 minutes during the procedure and prior to closure. No injury or impact to pt care was reported. The device was returned to transenterix, inc. For evaluation. During visual inspection as part of the complaint investigation, it was noted that there was damage to the insulation near the hook tip. All other components were present.